Event description:
It was reported to boston scientific corporation that a pinnacle anterior apical pelvic floor repair kit was implanted on (B)(6) 2008. According to the complainant, post-procedure, the patient suffered abnormal bleeding, recurring urinary tract infections, incontinence, pelvic pain, leg pain and lower back pain. The patient also experienced mesh erosion, infections, vaginal discharge, and dyspareunia. All other information is unknown and unavailable.